Manufacturer narrative:
Internal file number: (B)(4). Hospitalization box and disability box unchecked.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, the definitive cause for reported tissue damage in this incident could not be confirmed. The reported patient effect of mitral valve tissue damage is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other clip delivery system (81004u229) is filed under a separate medwatch report number.

Event description:
This is filed to report the leaflet damage, requiring intervention. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3-4. One clip was implanted, reducing the mr to 1-2. The second clip (81004u230) was implanted; however, after deployment, a flail was noted. A third clip delivery system (cds 81004u229) was advanced into the patient anatomy to treat the flail, but no fluid was noted in the cds. The cds was removed from the patient and troubleshooting was performed. The fluid was restored and the cds was re-inserted. The clip was implanted, but the mr was not significantly reduced; therefore, an attempt was made to implant a plug device to treat the mr. During placement between the second and third clips, the device interacted with the third clip. The third clip detached from the anterior leaflet and remain attached to the posterior leaflet (single leaflet device attachment / slda). The mr returned to 3-4. The patient was sent to surgery where all three clips were explanted and the valve was replaced. No additional information was provided.